Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the issue with the drilled tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the tip of the attachment device. When the drill device was started, the burr device drilled into or through the tip. It was determined that the issue with the failed vibration was due to normal wear of the bearings causing vibration. The assignable root cause was determined to be due to normal wear and use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from during service and evaluation, it was determined that the craniotome device had a drilled leg and foot and failed the vibration test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.